Manufacturer narrative:
E1: email address: (B)(6). H3: one device was received for evaluation. Visual inspection found, the display glass to be cracked. There was no evidence in the event history log. Functional testing was able to duplicate the dso seal issue. However, the delivery rate issue was unable to be duplicated. It was determined, that the degraded dso seal was the root cause and was replaced. The service history review had no indication, that the complaint was related to a service of the device within the review period.

Event description:
It was reported, that the device's delivery rate was too low and to replace the dso seal. There was unknown patient involvement.